Event description:
It was reported that the device was checked and there was oversensing and low impedance noted. There was an apparent fracture. The lead remains in use and the physician took a "wait and see approach" because of the health risk for the patient associated with replacing the lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.